Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported a 27mm portico valve was chosen for implant on (B)(6) 2022. During the procedure, the portico valve "popped" up during the final release of the valve. It was reported that cause of migration was due to operator error, as the tension was not released on the safari guidewire (large) during the placement. It was decided to do valve-in-valve procedure with a non-abbott 23mm valve. The procedure time was extended, but did not result in a clinically significant delay that would contribute to serious injury and/or death the patient did remain stable throughout the procedure and was reported to be recovering. No additional information was provided.

Manufacturer narrative:
An event of the valve migrating upward after release was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
N/a.